Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inches where it was reported that during the patient¿s first paclitaxel dose, leakage from the filter/cassette area was observed when the infusion rate was at 200 ml/hr. There was patient involvement, and unknown harm reported.